Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an undersensing issue with their implantable cardiac monitor. The device would be further monitored. The patient was stable.